Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that because of an unspecified pump malfunction the patient fell and suffered "head trauma". No additional information was provided. Attempts by the customer support to follow-up on the matter were unsuccessful. The reported issue remained unresolved and the contribution of the pump could not be ruled out. This complaint is being reported because the patient experienced an adverse event and the contribution of the pump could not be ruled out.

Manufacturer narrative:
Follow-up #1: date of submission 12/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/20/2015 with the following findings: the pump was out of the box and had never been used for basal or bolus deliveries. All of the buttons responded properly. ¿ez-prime¿ steps were performed correctly with no errors, alarms or warnings during investigation. The pump correctly reflected 24 units after a 24 hour on 1u/hour duration test. The product delivered within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.